Event description:
It was reported that a vented paclitaxel set had part of a line that was fused. This was found before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was received for evaluation. During visual inspection, the top of the tubing was observed to be sealed with marks from the packaging machine and the seal marks were missing from the upper part of the pouch. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. To correct the issue sensors were installed to detect tubing caught by the sealing machine and a visual inspection was implemented during the packing process. Should additional relevant information become available, a supplemental report will be submitted.